Event description:
The pt experienced increased baseline pain and increased baseline spasticity. A refill was performed on (B)(6) 2011; and a discrepancy was found. A volume discrepancy was determined, in which the actual residual volume (40 ml) was found to be greater than the expected residual volume (25 ml). The pt has been asymptomatic "weeks" prior to the refill. There were no pump alarms, and programming was noted as being correct. No diagnostic studies had been performed. It was later reported that a dye study was ordered, but was not yet performed. Drug delivered was baclofen and morphine. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).